Event description:
A stylus treatment tip separated while performing a procedure, resulting in a loose component in the nasal passage. The loose component from the stylus tip was retrieved and no injuries or complications were reported.